Event description:
The provider states the left side motor will not lock into the drive mode. He states when he places the brake into drive mode, the chair will still roll. No injuries noted and the chair was in the possession of the consumer when the failure was noticed.